Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing an undesired sensation near the ipg site (hip to hip on lower back). The physician decided to replace the ipg with a new one and placed the new ipg deeper in the pocket.